Manufacturer narrative:
A partial lead was returned in two pieces. Visual examination found an internal insulation abrasion was found between the shock coils breaching the ring electrode and inner coil lumens with abrasion to one ring electrode cable coating and ptfe liner at 7.7 ¿ 9.5 cm from the distal tip. The optim sheath in this region was not abraded but procedural damage was noted. The cause of the reported events was due to the internal insulation abrasion with abraded ptfe liner and etfe cable coating.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Event description:
Related manufacturer's number: 2017865-2021-11236. New information states that the patient inappropriately received atp due to noise oversensing.